Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous (IV) fluids of saline and insulin. Patient was found positive for ketones level. Ketones level was found 3mg/dl at the time of the event. The duration of hospitalization was more than 2 days. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007034, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007034 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 08 on 05/may/2024, with a total of (B)(4) units. Assembly lot: the lot 4d04389 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 05/may/2024, with a total of (B)(4) units. The lot 4d04390 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 04/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.